Event description:
A non health care professional reported that following an intraocular lens (iol) implant procedure, the patient experienced blurry vision and glare as a result patient could not able to read. Clinical reason being mentioned as mechanical complication iol. The iol was explanted and exchanged with an unspecified atiol (advanced technology intraocular lens) in the secondary implant procedure. Additional information was received by stating, toric lens rotated off the correct axis a few days postoperatively. There was no further impact to the patient.

Manufacturer narrative:
The lens was returned adhered in solution outside the well area of the base of the lens case. Viscoelastic was dried on the lens. The optic was cut with serrated edges into two pieces. The lens was cleaned with klrp to further evaluate. One haptic edge was chipped in the distal area. The anterior optic surface was scratched near the center and cracked near the cut line of damage. The other haptic was scratched in the haptic/optic junction. The power and resolution of the returned lens could not be re-evaluated due to the optic damage. Each lens was subjected to a 100% assessment of the power (sphere and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The power and resolution of the returned lens could not be re-evaluated due to the optic damage. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. A qualified cartridge and handpiece were used with a non-qualified viscoelastic. The product investigation could not determine a root cause for the reported complaint. The lens was returned cut with serrated edges into two pieces, typical of an insertion and removal. Haptic and optic damage was observed. Each lens was subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The power and resolution of the returned lens could not be re-evaluated due to the optic damage. The company lens (5.25 cyl.) 17.0 diopter lens was removed and replaced with a company lens (4.50 cyl) 17.5 diopter lens. Due to the exchange of a company lens (5.25 cyl.) For a lower cylinder lens model company lens (4.50 cyl.) And a half diopter higher in power, this information suggests that the replacement lens was an improved selection for this patient's vision needs. The manufacturer internal reference number is: (B)(4).